Manufacturer narrative:
A ge representatived evaluated the system, and replaced the collimator. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
The customer reported intermittent iris pot errors. No patient injury was reported.